Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist found that the station was not uploading data to the server and had been offline for over a month, requiring manual database synchronization recovery, resolved the issue using knowledge article (ka) - manual recovery required - datasyncinvaliduploadchangetrackingvalue, and the station was fully back in synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to communicate. There were no delay or adverse events or injuries reported based on this event.